Manufacturer narrative:
The lead was returned with no reported event. As received, a partial lead was returned in two pieces. Visual inspection found an external insulation abrasion breaching the optim sheath at the connector portion consistent with friction to device can. All other damage noted is consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis. External insulation abrasion.